Manufacturer narrative:
Initial and final MDR (B)(4). - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set fell off during use on 01-may-2024, 02-may-2024, 09-may-2024. The blood glucose level of the patient was 212 mg/dl. The issue occurred with three similar types of infusion sets used for 12 hours for event one, three hours for event two and overnight for event three. No further information available.